Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive and the morning time setting was missing. Pump display turned on when plugged into a power source. Customer declined to upload pump data for review by tandem technical support (cts). Customer¿s blood glucose was 213 mg/dl. Customer reported not to have a back-up insulin method at the time of the report. Although multiple attempts were made by cts to obtain customer's back-up method, customer did not reply.